Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the image was too dark due to a faulty charged coupler device (ccd) unit. There was a non-olympus cable attached to the device. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device during preparation for use. There was no image. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.